Event description:
The pt's wife reported that the pt has been experiencing elevated blood glucose of 200-400 mg/dl due to kinked cannulas and occlusion (e4) errors. She stated that the pt is having difficulty "penetrating his skin" with the introducer needle of the infusion head set. She stated that he has changed his infusion site 4 times in the past two days because "insulin is not flowing through the cannula correctly." The pt has been bolusing through his infusion device to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.